Event description:
It was reported that, this right ventricular (rv) lead exhibited high impedances out of range in bipolar configuration. Technical services (ts) reviewed the timing and noted v tachycardia events the same day and prior the alert. Ts suspectes is likely lead issue involving the outer coil or ring electrode on lead. The field representative indicated that will discuss with the physician regarding leaving in unipolar configuration for now or revising lead. This rv lead in service. No adverse patient effects were reported.